Event description:
There was difficulty to retrieve the broken stent from the pt. Additional info was not provided.

Manufacturer narrative:
This device crb 08275 (lot 14059553) is distributed outside the united states; however, it is similar to the united states product cxs 08275. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.